Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use on a patient during power-up, the led screen panel on the cs300 intra-aortic balloon pump (iabp) would flash for a half second and then the iabp unit turned off and went fully dead. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
An authorized getinge distributor was dispatched to the customer¿s facility to evaluate the iabp unit. The technician checked the iabp and found that the charging function was working but the unit was not powering up with internal or external power. The technician removed the power supply and installed it into another serviceable cs300. The technician found the same problem and determined that the power supply was faulty. The technician ordered and replaced the power supply. The iabp unit was cleared for use and returned to the customer.

Event description:
It was reported that prior to use on a patient during power-up, the led screen panel on the cs300 intra-aortic balloon pump (iabp) would flash for a half second and then the iabp unit turned off and went fully dead. There was no patient involvement and no adverse event was reported.